Event description:
It was reported, during the implant procedure, the first extension of the helix worked without incident. However, the lead dislodged from the right ventricle apex and the initial retraction of the helix seemed to be good. Subsequently, during the second repositioning, the helix would not extend. The lead was withdrawn and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the helix will not extend because it is over retracted; the helix disengaged from helical channel; blood observed in the distal conductor and in/on the helix mechanism; full lead analyzed.